Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope / near syncope. High impedance causing a polarity switch was noted on the right ventricular (rv) lead. High thresholds was also noted on stored electrograms (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.